Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned

Event description:
It was reported by the customer an issue with the placement of our dialysis catheter. This is the glidepath long-term hemodialysis catheter with preloaded stylet, lot #reht0839. When we were at the place where we advance the catheter and peel away the sheath, the little white plastic holder broke away and we had to quickly grab it so that it didn¿t get lost in the patient. No other information was provided.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the little white plastic holder part broke away while advance the catheter and peel away the sheath. Reportedly, the broken piece was quickly grabbed out so that it didn¿t get into the patient. There was no reported patient injury.